Event description:
Hcp reported "potential overdose. Pt presented to hospital with overdose symptoms several hours after a concentration change and a refill was done. Morphine 50mg/ml at 16.4mg/day to dilaudid 20mg/ml at 3mg/day. They then decided to take out the dilaudid, clear the catheter, refill with morphine again and program a bridge." The pt was hospitalized and needed to be externally paced that night. Pt was discharged from the hospital. No report of device explantation.